Event description:
International distributor contacted dexcom technical support on (B)(6) 2014 to report on behalf of patient possible detached/missing sensor wire on (B)(6) 2014. Patient stated that after beginning a new sensor session, cgm alerted of a failed sensor and they removed sensor pod. Upon removal of sensor pod, patient claimed that sensor wire was missing. International distributor did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).